Event description:
It was reported that a one-link catheter extension set leaked from its y-junction of "the line going to the patient, where the tubing connects to the plastic hard piece." There was no patient involvement as this occurred during priming. No kinks or blockage of fluid were noted during priming. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.